Manufacturer narrative:
(B)(4). G2: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: appropriate fit and alignment. This complaint could not be confirmed with the information provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products(reported) 42532007101 persona tibia cemented 5 degree stemmed left size e lot 64950590. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision approximately 2 years post implantation due to stiffness. Attempts have been made and no further information has been provided.